Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic mucosa resection (emr) performed on (B)(6), 2012. According to the complainant, after the emr was completed, an attempt was made to place a clip within the patient's stomach; however; the clip would not release from the delivery catheter. Reportedly, the handle was cut off the device in an unsuccessful attempt to separate the clip. Further manipulation was performed, and then the device with the clip attached was withdrawn from the patient and removed from service. The procedure was completed with another manufacturer's device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was fully deployed and returned inside the package. The control wire was separated per design and it was also noticed that there was a kink in the control wire. Additionally, the over sheath, control wire and the coil had been cut below the handle. The complaint of clip failed to release from catheter was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic mucosa resection (emr) performed on (B)(6), 2012. According to the complainant, after the emr was completed, an attempt was made to place a clip within the patient's stomach; however; the clip would not release from the delivery catheter. Reportedly, the handle was cut off the device in an unsuccessful attempt to separate the clip. Further manipulation was performed, and then the device with the clip attached was withdrawn from the patient and removed from service. The procedure was completed with another manufacturer's device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.